Event description:
It was reported that a deep brain stimulation implantable pulse generator (ipg) external desktop charger cord was damaged, with the wire exposed at the connector pin end. The patient charges the device every 2-3 days. A request was sent to repair and replace the desktop charger (dtc). No patient complications have been reported as a result of this event. Additional information has been received that the replacement dtc would not fit into the port of the recharger. On the call , it was discovered that the old pin was broken off into the port of the recharger. Caller stated that they were able to pull the broken pin out of the port and was able to fit the 37761 into the recharger like normal. Caller stated that the patient is currently out and hasn't charged the implant (ins) in a few months. Agent reviewed over discharge with the caller. Agent contacted the field to order wr for the patient to assist with taking ins out of discharge state. Caller stated that they may be traveling over the summer to see the patient and could bring the equipment then. Caller reviewed possibility of shipping wr over seas once it is received from mdt rep. Agent reviewed the ins will need to be taken out of over-discharged before they are able to charge the ins. Caller stated that their parents had a contact in taiwan that they were going to reach out to. Agent reviewed that once the patient receives the wr from hcp will need to assist with taking ins out of discharge state.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.